Event description:
The customer reported receiving a "hi" reading on their freestyle freedom meter and took insulin accordingly. As a result, the customer experienced sweatiness, dry and numbness of the mouth and dizziness. The paramedics were called and treated the customer with dextrose intravenously. The customer was stabilized by the paramedics and did not seek additional medical attention. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give a numeric value for readings greater than 500 mg/dl. A "hi" display message indicates a reading greater than 500 mg/dl.